Event description:
Additional information received reported that the battery was not monitored properly. It was noted that the device was checked and found that it was ¿locked on the lowest setting¿ and basically the battery was just burned out.

Event description:
It was reported the patient¿s implant was dead, and the patient was going to get it replaced. It was stated the device was not maintained properly by the patient¿s neurologist. It was reported the patient was surprised that the device did not last 10 years, as they were told it would by their physician. The patient had been to a physician and when they had adjusted the stimulator the physician had informed the patient the battery was going dead as it was ¿locked¿ on the ¿lowest level¿ of 2. It was stated the patient was not able to adjust it accordingly if they needed to. It unclear when the patient had been told it was locked. A week prior to report, the patient had been to a neurologist who had stated the device was ¿pretty much depleted.¿ it was noted the patient had a ¿tear in the right side of their carotid artery¿ so it needed to heal prior to getting the device replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7436, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3387s-40, lot# v111315, implanted: (B)(6) 2008, product type lead; product ID 3387s-40, lot# v014889, implanted: (B)(6) 2008, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).